Event description:
Ous MDR - after an implantation time of about 55 months, oversensing was reported. This lead was returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During lead analysis, lead insulation in the distal region was found to be damaged due to friction. These instances of damage are highly likely the cause of the clinical complaint. The damage observed showed that the lead had to have been under load for a longer period of time. The position and characteristics of the friction suggest that there were significant mechanical loads imposed on the lead. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. All other lead damage is likely due to the explantation procedure.